Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the lcsc5 shears failed to work. The torque wrench was used but still not functional. A new shear was opened, which worked well to complete the case. There was no consequence to the patient.